Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition with missing battery door. Event history log review was performed and found no evidence of reported problem. Visual inspections and pump power up and it displayed alarm "10102". The customer's stated problem was verified. Inspected the pump and when power up it alarm "error code 10102". The device was not able to power up to perform any tests. Further investigation of the pump and determined that the rtc battery voltage were very low. This can cause pump to have error code 10102. Rtc battery low voltage was the root cause of the issue. Service replaced the rtc battery to correct the reported problem.

Event description:
Updated information received. No patient involvement.